Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. The images agreed with the instrument interpretation. No roi misalignment noted. No pinholes were present in the cell buttons. Positive and negative controls appeared visually positive and negative as expected. Unable to rule out a sample-related issue as the cause of the unexpected negative reactivity. In addition, the instrument interpretation was at the cusp of detection. The sample reacted positive when repeated manually with unpooled donors. Customer was referred to the limitation section of the package insert which states, "antibody screening tests employing pooled reagent red blood cells will not be as sensitive as those incorporating the red blood cells of unpooled single donors. Pooled reagent red blood cells should not be used when the antiglobulin antibody screen is performed in place of the antiglobulin crossmatch." The instrument is operating as expected.

Event description:
A customer reported that unexpected negative reactions were obtained with the pooled cell screen for a donor sample tested on neo instrument (B)(4).